Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "fluid intrusion" was confirmed through inspection of the device. The device investigation revealed corrosion on the wireless module flex and radio printed circuit board (pcb) as a result of fluid intrusion. The device was removed from service.

Event description:
It was reported a wireless module for a spectrum pump had fluid intrusion. It was also reported there was no patient injury.